Manufacturer narrative:
The complaint investigation is still in progress. Suspect sample has not yet been returned to sheffield pharmaceuticals. Sheffield pharmaceuticals is investigation this complaint under complaint (B)(4).

Event description:
Pt stated when she used equate denture adhesive she got hives. Pt wanted to know what the side effects were. This event occurred in (B)(6)2015, but was not reported to walmart until (B)(6) 2016.